Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device was spitting clips when fired. There was no consequence to the pt. 9/6/96 it was reported the clips did fall into the pt and were retrieved. Another device was opened to complete the procedure.

Manufacturer narrative:
A1,2,3,4,b6,7,d10-information not provided by user facilityh4,d5,6-information not availableh6: code 400(other): yielded jaws